Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: wet scope connector. Regarding the light guide debris, the identity of the foreign material (debris) and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had an e216 scope communication error code, intermittent image, no image, and light guide lens debris. There was no patient involvement.